Manufacturer narrative:
The t:slim user guide states: do not fill the cartridge with more than 300 units. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate multiple times. The customer's blood glucose (bg) level was impacted. However, the exact values were not provided. The customer reverted to insulin pens as insulin therapy. Review of pump data indicated that the customer would sometimes load the cartridge with more than 300u of insulin. The customer was educated on proper load. It was indicated that the clinical diabetes specialist is in contact with the health care provider who is working with the customer.